Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 with worsening right ventricular failure. The patients rotations per minute dropped from 5500 to 5100. Lasix drip was started and the patient was deemed stable for discharge on (B)(6) 2020.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 with worsening right ventricular failure. The patient experienced symptoms of fluid overload and shortness of breath. The patient was treated with medication (lasix) and pump speed was decreased. The patient was deemed stable for discharge on (B)(6) 2020. It was noted that right heart failure existed prior to the implantation of the left ventricular assist device (lvad). It was unknown if a device related issue caused or contributed to right heart failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 1 of this document lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.